Event description:
It was reported that impedance was showing a slow steady linear impedance rise from 616 ohms at implant to 848 ohms currently. It was further reported that there was a steady rise in impedance since the implant. Now the impedance is at 1136 ohms with little variability. Closer monitoring was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with (B)(6) patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:02. The weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 792 to 1120 ohms range between (B)(6) 2010 and (B)(6) 2011.